Manufacturer narrative:
The cannula of the event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a bent cannula. The cannula had also fractured near the site of the bend. Based on the event description, it is likely the cannula fractured during decontamination or shipping. Based on the condition of the returned unit, it is likely that the bent cannula was caused by the force exerted on the trocar during insertion. It is possible that a high insertion force could exceed what the unit is able to withstand. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the description of the event during initial intake of the complaint, the event was deemed non-reportable as it was unlikely to cause or contribute to death or serious injury. After evaluation by engineering, the event is now deemed reportable due to the fractured cannula. This report represents the initial and final report.

Event description:
Procedure performed: lavh. Event description: "doctor was going to place trocar in abdomen after the abdomen had been insufflated using a veress needle. The trocar bent about 1/4 up the shaft of the trocar. He immediately took it out and put it off to the side. They opened another trocar and it worked fine." Additional information received via email from sales rep on july 24, 2017 - the report states the trocar was bent. When the product arrived to us it was also broken. "I think it broke during decontamination. I physically saw the trocar bent but I'm sure with packaging or cleaning, it finally broke. " type of intervention: na. Patient status: no patient injury or illness associated with the complaint event.